Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that no capture was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.